Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints). It is reported customer may be experiencing over filling. Customer did not want to report as a complaint as he thinks this is a technique issue.

Manufacturer narrative:
The following fields have been updated with corrected information: d.3. Medical device manufacturer: becton, dickinson & co. ¿ broken bow, ne / 68822. G.2 manufacturing location: becton, dickinson & co. ¿ broken bow, ne / 68822.

Event description:
It was reported that the tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints). It is reported customer may be experiencing over filling. Customer did not want to report as a complaint as he thinks this is a technique issue.